Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The manufacturer's technical services (ts) confirmed the reported nav-ring issue. They provided the customer with part number. The customer has the part and will repair himself. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports nav-ring failure. There was no patient involvement.